Event description:
The lead was not used and replaced successfully.

Manufacturer narrative:
UDI(di): (B)(4).

Event description:
It was reported that during implant procedure, the left ventricular lead guidewire exhibited difficulty inserting into lead. A different guidewire was used and the physician noted that the end of the lead was warped. A lead was not used and replaced. No patient information was available.